Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Health effect - (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient, who's undergone primary breast reconstruction with a (left) 500cc mentor memorygel breast implant and a (right) 450cc mentor memorygel breast implant, suffered several unexplained systemic symptoms, including pain, lethargy, nerve pain, joint pain, muscle pain, really bad headaches, hair loss, chronic dry mouth, depression, dry eyes, anxiety, insomnia, memory and concentration difficulty. Patient reported they have every symptoms of breast implant illness and was told that their breast implants are herniated and needed replacement. The patient also has asymmetry and reported that the mesh did not hold up and that she had a big lump. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch form is for the left breast prosthesis.